Manufacturer narrative:
Implant was received in a condition which limited the extent of the evaluation. Four pieces of the broken cage were returned for evaluation measuring approximately 9.5mm x 2.5mm x 8mm long, 4.5mm x 3mm x 9.2mm, 9mm x 3.1mm x 9mm long and 8.5mm x 4.2mm x 12.5mm long. If the entire implant was returned, a visual evaluation would have been conducted in conjunction with a product review to include the rd team to determine point of excessive impaction upon the implant during insertion. It should also be noted that the lot number is unknown therefore a lot history review could not be performed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiate action on any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Root cause cannot be positively determined due to the limited sample returned as mentioned above. Based on the reported event, the most likely cause is due to excessive impaction on the cage during insertion as reported by the surgeon. Per the IFU, excessive torque, when applied to long-handle insertion tools, can cause splitting or fracture of the carbon-fiber implants. When a carbon-fiber implant is impacted or hammered into place, the broad surface of the insertion tool should be carefully seated fully against the carbon-fiber implant. Impaction forces applied directly to a small surface of the implant could cause fracture of the implant. Split or fractured implants should be removed and replaced. No corrective action deemed necessary at this time which was determined by the limited sample size, unknown lot number and stated IFU implant precautions regarding the correct handling of implants.

Event description:
Contact reported the cage broke where the implant is attached to the inserter. Surgeon also had to reposition two screws. Patient awoke from surgery with pain in right leg.